Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the synchron lxi 725 clinical system for one patient. Customer obtained an accutni result of 11.15ng/ml. The sample was then aliquoted and recentrifuged and tested the next day, upon which it gave a result of 0.07ng/ml and when tested on a different instrument, it gave a result of 0.08ng/ml. The erroneous result was reported outside of the laboratory. It is unknown if there was an affect to patient or user with regard to this event.

Manufacturer narrative:
Sample was collected in plastic lihep tubes with gel separator and centrifuged for 5 minutes at 3500 rpm. Per customer, fibrin was found in the original sample tube on the day after the event. Qc was within established ranges prior to the event. Customer ran four system checks in 2009 which failed but was able to get a system check to "marginally" pass in the next day. A field service engineer (fse) was disptached about 3 days later: fse cleaned the wash carousel and performed a preventive maintenance (pm). Fse performed ultrasonic adjustments and ran a system check and precision testing which all passed within specifications. Fse verified repair per established procedures and results met published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.